Manufacturer narrative:
Continuation of d10: product ID a820; product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver hydromorphone and bupivacaine. Dose and concentration information was not reported. It was reported that the patient had been having trouble with their personal therapy manager (ptm). It took almost 8 minutes to connect to the pump and deliver a bolus. The handset would get stuck at 80-90% when connecting to do a bolus. The patient would get 4 boluses per day. Per the patient, the issue had been going on sincethey had the pump but it had been taking longer in the last 3 months. The patient was at their healthcare provider's (hcp) office "last friday" and told them about the issue and the manufacturer representative (rep) called the patient and told her to call patient services for assistance. At the patient's next appointment the rep would meet her if necessary. Patient services reviewed device function and assisted the patient with clearing data on the handset. Patient services reviewed to monitor the issue and call back if it persisted. The issue was not resolved through troubleshooting.